Event description:
It was reported that the atrial lead dislodged after the patient was extubated. The patient had been intubated due to back issues. The dislodgement was found due to post-implant interrogation, when the measurements did not look good. Dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. Tissue buildup was noted in the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared damaged at implant; full lead returned and analyzed.